Event description:
Coil stretched. This patient was undergoing coil embolization within the calcified, good blood flow posterior communicating artery (pcom) aneurysm measured 4 x 3mm. The 6f envoy guiding catheter (gc) was advanced into the vessel. The prowler 14 microcatheter (mc) was advanced through the 6f gc. While advancing the first orbit coil delivery system into the mc, the physician felt resistance, and could not forward anymore. He withdrew the orbit delivery system, but the coil stretched in the mc. He then examined the mc and no abnormality was noted. The mc was changed for another mc and orbit delivery system, and completed the procedure successfully. Continuous flush was maintained within the microcatheter. The mc was in position when the coil stretched. There was no resistance between the gw, and mc when accessing the target site. There was no adverse effect to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used on the same patient. MFR report #1058196-2008-00259.